Manufacturer narrative:
The batch number could be verified. Our manufacturing q-system assures, that production and process controls are in place to ensure that batches confirm to the applicable specifications before they are distributed. The loss of an endosseous dental implant after successful osseointegration and restoration is a known inherent risk of the procedure. Implants may have to be removed in case one or more of the implant success criteria are not met. Implant success criteria according to buser et al. (1991) are: 1. Absence of persistent subjective complaints such as pain, foreign body sensation and /or dysesthesia 2. Absence of a recurrent peri-implant infection with suppuration 3. Absence of implant mobility 4. Absence of a continuous radiolucency around the implant. The manufacturer's trend analysis confirms that the reported failure rate associated with its dental implants is below the expected failure rate for this treatment as published in the scientific literature. Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2022 in the patient's mouth. On (B)(6) 2025, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and bleeding. No further patient complications were reported.

Manufacturer narrative:
The batch number could be verified. Our manufacturing q-system assures, that production and process controls are in place to ensure that batches confirm to the applicable specifications before they are distributed. The fracture of a dental implant is a known long-term complication of endosseous dental implants. The manufacturers trend analysis confirms that the reported implant fracture rate associated with its dental implants is low and remains consistent with the experience as documented in the literature. There are different reasons why implants break and this problem has been illuminated by various authors (e.g. Maeglin 1988, beumer 1989, tetsch 1991, worthington 1992). Beumer and lewis 1989 report the following causes: a) production / design flaws b) inadequate fitting of the suprastructure c) occlusal overload d) bruxism e) bone resorption around the implants f) insufficient axle alignment of the implants g) trauma h) biomechanical causes I) design of the suprastructure

Event description:
The clinician reports the implant was inserted (B)(6)2022 in the patient's mouth. On (B)(6)2025, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and bleeding. No further patient complications were reported.